Manufacturer narrative:
This report is based solely on device and lead return and analysis. No information to suggest a device/lead-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Both the device and lead are part of the advisories for these models. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4) proximal conductor fractured; full lead in segments returned and analyzed. The defib conductor was found to be distorted, the outer tubing overlay was melted, and the outer tubing was breached. Blood/body fluid was present in the outer tubing overlay and in/on the helix mechanism.

Event description:
It was reported the device was explanted and replaced due to eri (elective replacement indicator), and the lead was electively explanted and replaced due to the field advisory. Both the device and lead were analyzed and tested out of specification. No patient complications have been reported as a result of this event.